Event description:
Based on info reported to davol: ni/ni/ni - the pt underwent implant of medium size ventralex hernia mesh. On (B)(6) 2011 - the pt underwent laparoscopic hernia repair. The md noted the previously placed mesh to be covered with adhesions. Approximately three quarters of the adhesions were taken down.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt was reportedly treated for adhesions, which is listed as a possible adverse reaction in the product's instructions for use. No medical records have been provided and the device has been discarded by the user facility. Therefore, no sample eval could be performed. With the info provided, no conclusion can be drawn.